Event description:
It was reported that; we were trying to tighten down a blocker. When we attempted to distract and then tighten the blocker the blocker would become cross threaded apron re tightening. I believe the tulip head of the screw became splayed. We removed the screw and replaced it and were able to finish the case.

Manufacturer narrative:
The reported event was confirmed via correspondence. Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The root cause of the event was determined to be user error, specifically application of excessive torque and not using anti torque key on a cross threaded blocker leading to tulip splaying.

Event description:
It was reported that; we were trying to tighten down a blocker. When we attempted to distract and then tighten the blocker the blocker would become cross threaded apron re tightening. I believe the tulip head of the screw became splayed. We removed the screw and replaced it and were able to finish the case.